Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. The software algorithm of the lh780 analyzer had its flagging preferences set to [2222], which is the mid level setting blasts and variant lymphocytes, imm. Ne 1 (immature neutrophils, primarily bands) and imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated an abnormal lymphocyte population; however, the instrument software algorithm at mid level settings was not sensitive enough to generate any suspect flags for this pt sample. This appeared to be a sample-specific issue. There was no info provided regarding field service.

Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one pt sample. There were no instrument-generated messages accompanying the results. The physician had ordered manual differentials to be done on this pt's sample. There were 90.5% blast cells observed with the manual review. The customer believed the manual results to be correct. The erroneous test results were not reported out of the laboratory. There were no reported changes to pt treatment associated with this event.